Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient just came from their primary physician's office and went to their pain management healthcare professional (hcp) and they would have taken the device out but they didn't because they don't implant the devices. The managing hcp sent the patient to their primary hcp but they didn't manage the device either. The implanting doctor was no longer at the implanting hospital. The primary hcp told the patient to call for physician listings. It was noted that the whole battery and lead were protruding/sticking out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient had not notified their managing physician, but had notified their primary and pain management physician and had appointments on the 1st and 2nd of (B)(6) 2016. The circumstances that led to the issue included losing weight. No steps were taken to resolve the issue and the issue was not resolved. The patient was looking into having the ins removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they lost 60 pounds and the implantable neurostimulator (ins) was sticking out. It hurt anytime they hits it against something or lays on that side. It was reported that there was a bulge about the ins and it was painful. The patient would like to have it removed. It was reported that the device was put in for their legs. Relevant medical history includes other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.